Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery), a crack at the battery compartment and blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer was not able to clear the error. The customer was using the correct battery cap for the pump. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Unable to test for blank display anomalies due to open book. Successfully downloaded using the thump software. Pump error 35 was found on (B)(6) 2025 10:31:00.000 that can trigger the open book in the history/trace files. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage were noted on pcba2 and motor assembly. Force sensor assembly and pcba2 had corrosion on the electronic components. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, stained keypad overlay buttons, cracked battery tube threads, cracked case at belt clip rail corner, stained serial number label, and scratched case. Open book and pump error 35 were confirmed during analysis due to corrosion on the force assembly. Blank display was unknown and crack on the battery tube was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.